Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by running the analyzer. The fse inspected the sorter deck and was within specifications. While troubleshooting, fse observed the dispense lane (d-lane) belt and it did not go all the way to the right to retrieve the cup, checked proper tension, and found a test cup upside down between the d-lane belt. The fse removed the test cup and resolved the complaint; however, fse could not determine the cause of the reported event. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. The aia-900, serial number: (B)(6) was installed on (B)(6) 2024. A complaint history review and service history review for similar complaints was performed from installation date on (B)(6) 2024 through aware date on (B)(6) 2025. There were no similar complaints identified during this searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4053) sorter-z home overrun. Cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The most probable cause of the reported event was due to the upside-down test cup between the d-lane belt; however, the cause of the dropped cup could not be established.

Event description:
A customer reported error message ¿4053 sorter-z home overrun¿ and aborting runs on the aia-900 analyzer. The customer stated test cups were getting dropped in the sorter drop box. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and cardiac troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Correction to h10 statement: incorrect statement: a field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by running the analyzer. The fse inspected the sorter deck and was within specifications. While troubleshooting, fse observed the dispense lane (d-lane) belt and did not go all the way to the right to retrieve the cup, checked proper tension, and found a test cup upside down between the d-lane belt. The fse removed the test cup and resolved the complaint; however, fse could not determine the cause of the reported event. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. The most probable cause of the reported event was due to the upside-down test cup between the d-lane belt; however, the cause of the dropped cup could not be established. Corrected statement: a field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by running the analyzer. The fse inspected the sorter deck and was within specifications. While troubleshooting, fse observed the dispense lane (d-lane) belt and it did not go all the way to the right to retrieve the cup, checked proper tension, and found a test cup upside down between the d-lane belt. The fse removed the test cup and resolved the complaint. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. The most probable cause of the reported event was due to the dropped test cup between the d-lane belt creating an obstruction, cause traced to maintenance.